Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 787223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t go for essure confirmation test". On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches") and vaginal infection ("vaginal infection"). The patient was treated with surgery (surgical removal of essure device). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, headache, vaginal discharge, vaginal infection, fatigue, vaginal haemorrhage, menorrhagia, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Current weight: 135 lbs. Approximate weight at the time of essure placement: 130 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet, new reporter, patient demographic, essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number 787223,new events abnormal bleeding (vaginal, menorrhagia), weight loss, hair loss and didn¿t go for essure confirmation test were added.the event pain clubbed with previous event. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/pain") and genital haemorrhage ("excessive bleeding/abnormal bleeding (general)") in a 35-year-old female patient who had essure (batch no. 787223) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "didn¿t go for essure confirmation test". The patient's past medical history included multiparous. Concurrent conditions included uterine adhesions and endometriosis. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), weight decreased ("weight loss") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches") and vaginal infection ("vaginal infection"). The patient was treated with surgery (salpingotomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, headache, vaginal discharge, vaginal infection, fatigue, vaginal haemorrhage, menorrhagia, weight decreased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: the three coils remained outside. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Current weight: 135 lbs. Approximate weight at the time of essure placement: 130 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). She underwent a removal of the essure device. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who received essure for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced pelvic pain (serious criteria medically significant and clinically significant/intervention required), genital haemorrhage (serious criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("abnormal menstrual cycle"), dyspareunia ("dyspareunia"), headache ("headaches"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection") and fatigue ("fatigue"). The patient was treated with surgery (removal of the essure device on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, headache, vaginal discharge, vaginal infection and fatigue outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, dyspareunia, headache, vaginal discharge, vaginal infection and fatigue to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive bleeding (seen as genital bleeding). She underwent a removal of the essure device. The events are anticipated according to the reference safety information for essure. Pelvic pain and genital bleeding may occur with essure therapy. Based on their nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.